Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event, product and patient information were received on september 8, 2015. The previously reported plate was discovered to have broken at hole d approximately 8-weeks postoperatively on approximately (B)(6) 2014, as reported by the patient. The exact date of the plate breakage is, however, unknown. The patient initially underwent a bilateral open wedge high tibial osteotomy (hto) on (B)(6) 2014. During this procedure, the reported plate and associated screws were implanted. Revision surgery was performed on (B)(6) 2015 and the plate was explanted; however, additional information pertaining to the revision and subsequent patient condition are unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device history records was conducted. The report indicates that the: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 22 aug 2014 expiry date: 01 aug 2024, this complaint is assessed as not related to sterilization. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: information received on 24sep2015 indicated that the plate broke at an occupied screwhole.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: abstract from rms report based on the topography of the fracture surface, we can conclude that the investigated implant was subjected to moderate dynamic bending loads (one sided). Constant alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the tomofix plate. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded, no indication for material or design related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown hto plate/unknown lot. It is unknown if/when the device was implanted/explanted. (B)(4) used to capture serious injury because it is noted that the physician has the broken plate that he would like analyzed, which indicates revision was performed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported there was a broken high tibia valgus osteotomy (hto) plate. This report is for an unknown hto plate. This is report 1 of 1 for (B)(4).